Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA. Note: this event happened at a hosp in another country.

Event description:
During a pt x-ray examination at the hospital, the table was tilted to +90 degrees and during this operation, the table height (main table chassis) collapsed and the table fell to the floor approx 12 inches. The pt was not on the table at this moment.